Manufacturer narrative:
No product has been returned for investigation nor were x-rays provided to confirm the reported event. Information received indicates product is being used in conjunction with another manufacturer's product. Labeling review: "...compatibility: do not use reline system with components of other systems than armada system. Refer to the armada system instructions for use for a list of the armada system indications of use..." "...all lock screws should be final-tightened with the counter-torque and torque t-handle. Do not final tighten through compression instruments (e.g. C/d rack and figure 8 compressor) in the set, as the rod may not be able to normalize to the tulip. Be cautious not to over compress or distract as you can loosen the screws in the spine and potentially pull out the screw. The bulleted portion of the nose of the rod and the faceted portion of the rod (where the inserter locks down on the rod) must extend fully outside of the most inferior or most superior tulip on the construct. The set screw cannot be locked down on this unusable portion of the rod, as this may compromise the stability of the construct. Cross connectors are designed specific to the rod diameter and cannot be used on the tapered section of tapered rods. If using cross connectors on tapered rods, only attach them on constant diameter rod sections..." No product returned for investigation.

Event description:
A patient underwent posterior spinal fusion at l4-5 levels using medtronic legacy 5.5 (date unknown). On (B)(6) 2017, stryker pedicle screws were placed at t11-12 levels, hooks were placed at t10 level and reline-o connectors were placed at l4/5 levels, stryker 6.0 mm cocr rods were placed. Reportedly, l1-l3 levels were skipped due to spinal caries. On (B)(6) 2018, it was confirmed that one side of the rod was cranially displaced and separated from the connector. A revision procedure is planned on (B)(6) 2018, to replace the connector with stryker's connector. No patient injury has been reported.